Manufacturer narrative:
Evolutpro-29-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) did not detect a ventricular tachycardia (vt) arrhythmia. The ipg remains in use. No patient complications have been reported as a result of this event.